Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient received an inappropriate shock due to the right ventricular (rv) lead oversensing t-waves when the sinus rates reached 100 beats per minute (bpm). Also the device met ventricular fibrillation detections twice but aborted both charges due to undersensing. The rv lead impedances was also decreasing since the last interrogation and there was occasional undersensing occurring which was causing the device to pace at the lower rate of 40 bpm. It was also noted that within approximately the prior month there was a high sensing integrity count. The rv lead was capped and replaced. The device was explanted and replaced. No further patient complications have been reported as a result of this event.